Event description:
It was reported that the rv (right ventricular) coil shock impedance and the svc (superior vena cava) coil shock impedance were out of range as the impedances were high and undefined, which triggered an alert for each. It was noted that review of the date showed a small increase overall in the shock impedances. It was noted that patient received a friendly tap on the device site, but has been functioning well since then. It was further reported that that the superior vena cava (svc) coil was suspected to be fractured. The svc coil was turned off and the device was reprogrammed hvb to can with normal impedances recorded. It was further reported that the rv coil was suspected to be fractured. In addition, it was noted that the epicardial right atrial (ra) lead was unable to pick up any atrial signals during implant, therefore was never used. The device was programmed as a cardiac resynchronization therapy pacemaker (crt-p) pacing in bipolar configurations. A subcutaneous implantable cardioverter defibrillator (s-ICD) was then implanted and it was noted that the patient recently received a shock in which it was unclear if it was due to a genuine arrhythmia or noise detected by the epicardial right ventricular (rv) pace/sense lead. The physician noted that the episode was not recorded by the crtd. Review of a remote transmission confirmed that the programmed parameters for the device had detections turned off. Due to this, the device would not store any potential episodes. The crt system remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtpa2d1 crt-d implanted: (B)(6) 2022, product ID 4968-60, lead implanted: (B)(6) 2022, product ID 6937-52, lead implanted: (B)(6) 2022, product ID 6937-52, lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.